Event description:
In 2006, a male patient who underwent aaa repair was noted to have a possible type ii endoleak in the proximal area of the graft and the physician would follow up on future exams. A follow-up exam 90 days post-op reported the graft to be patient, intact, and free from kinks or endoleaks. A core lab review of the procedural angiogram reports a questionable proximal type I endoleak. No other core lab reviews of the patient's imaging have been received.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that the zenith renu aaa ancillary graft is designed to provide positive proximal fixation but may not address deficiencies in previously implanted endovascular grafts or correct the clinical problem caused by the pre-existing graft. The zenith aaa ancillary graft with the h&l -b one-shot introduction system is indicated for secondary endovascular intervention in patients having received prior endovascular repair of infrarenal abdominal aortic or aortoilliac aneurysms in which there is inadequate proximal fixation or seal with: adequate iliac/femoral access compatible with the required introduction systems. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by a type I endoleak which occurred due to patient anatomy and anatomical changes over time.